Event description:
It was reported that the patient presented to the clinic for a scheduled follow-up. Upon interrogation, it was noted that the patient¿s implantable cardiac monitor (icm) exhibited under-sensing. Programming changes were made to resolve the under-sensing. The patient was in stable condition.